Manufacturer narrative:
The doctor indicated that the implant was in good condition after it was explanted. The device history records for this lot were checked from processing to finished good and is within specification. Sterility testing was performed as required and all tests passed. In the past 24 months, we manufactured 772 pieces and distributed 691 pieces of the nasal implants and of the 691 pieces distributed, the complaint percentage rate for the past 24 months is .0072. Enclosed is a journal article entitled "nasal reconstruction using porous polyethylene implants".

Event description:
The doctor stated, that he placed a medpor nasal implant in 2004. The nasal implant area became infected and the implant extruded in 2006. The doctor stated, that he removed the implant, when the infection did not resolve after treatment. The doctor stated, that he replaced the implant two months later, with another medpor nasal implant of the same type. The replacement nasal implant area also became infected and the doctor removed the implant five months later. The doctor stated, that he performed a septoplasty and a tubinate reduction at the time of the primary surgery.